Event description:
It was additionally reported that the patient was treated for hypotension and dehydration which was thought to be the cause of the low flow alarms. The alarms resolved with intravenous hydration and decreasing antihypertensive dosing. The patient experienced dizziness at the time of the lfas. The ungrounded patient cable was replaced and was discarded.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Section h8: usage of device has been corrected. Manufacturer's investigation conclusion: the report of significant damage to the driveline outer jacket could not be conclusively determined through this evaluation as no photos of the damage were submitted and the device remains in use. A review of the submitted log file revealed that the device was operating as expected above the low speed limit. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No product available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a short to shield and significant damage to their driveline with multiple layers of rescue tape. Log files were submitted for review, and the log file did capture nine intermittent low flow alarms (lfas). Technical services also stated that there was no evidence in the submitted log file of a short to shield. It was also noted that the voltage supplied by the patient power cable was on the lower end of the range. Short to shield covered under 2916596-2021-06670